Manufacturer narrative:
(B)(4). The subject rt380 circuit and mr850 humidifier were not returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation as there was no reported malfunction of these devices. Our analysis is accordingly based on the information provided by the hospital and our knowledge of the products. Conclusion: user error contributed to the event. The misconnection of the inspiratory and expiratory limbs resulted in the patient receiving cold, dry gas from the ventilator, which commonly causes the drying of mucous within the patient's airway. Upon correcting the mistake, the patient received warm, humidified gas which moistened the patient's mucous. The moistened mucous then moved from the patient's airway into the et tube, blocking the tube and causing the reported patient consequence. The inspiratory and expiratory ports on the drager evita infinity c500 are clearly labelled with both words and arrows indicating to which port the inspiratory and expiratory limbs connect. The user instructions provided with the rt380 show in pictorial format the correct set-up of the system, including arrows indicating the flow of gas via the inspiratory limb from the ventilator, through the humidifier, to the patient and returned to the ventilator via the expiratory limb. These user instructions also state to "set appropriate ventilator alarms." The hospital staff noted that the mr850 humidifier gave repeated audible and visual low humidity alarms during the 48 hours in which the inspiratory and expiratory limbs were misconnected. The mr850 user instructions provide an explanation regarding the low humidity alarm and state that "the audible alarm acts as a reminder that the patient is receiving inadequate humidity and may require further intervention to maintain airway clearance."

Event description:
A hospital in (B)(6) reported that a patient underwent hypoxic cardiac arrest due to a mobilised mucous plug in her endo-tracheal (et) tube. Prior to this incident, it was found that the staff had mistakenly connected the inspiratory limb of an rt380 heated breathing circuit to the expiratory port of the ventilator and the expiratory limb to the inspiratory port. This was corrected the day before the incident. The misconnection of the limbs had caused the ventilator therapy to bypass humidification. The hospital reported that the mr850 humidifier gave repeated alarms during the 48 hours of incorrect set-up, but that the patient was stable and vitals were normal. After 48 hours, staff noticed the incorrect set-up and corrected the mistake. Following this, the patient's mucous plugs mobilised into the et tube requiring removal of the mucous plugs and manual insufflation. The patient has since fully recovered and was described as glasgow 15 (fully conscious and responsive) without neurological aftereffect.